Manufacturer narrative:
Section g2: report source corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the system controller¿s screen displaying white bars was confirmed via an image provided by the customer. The system controller (serial number (B)(6) was not returned for analysis; however, the provided image showed white bars on the controller¿s liquid crystal display (lcd) screen. The log files did not capture any atypical events regarding the controller, and the pump operated as intended throughout the data. Available information indicates that the controller remains in use at this time. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient performed a self-test on the system controller, light bands appeared on the screen. The screen returned to its normal state at the end of the self-test. There were no unusual events recorded in the log file. The data did not show any record regarding the functionality of the lcd screen of the controller. It was recommended to exchange the controllers as the condition may get worse.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.